Event description:
It was reported by service report that there is no power to the bed and the siderails are sticking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other - inlet filter, siderail.